Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced high blood glucose levels reaching 500 mg/dl while wearing the pod between 24 and 36 hours. She stated that she felt lethargic and had body aches, which prompted her to seek medical attention in the emergency room on (B)(6) 2026. The patient remained under care for approximately 4 hours and received treatment with an intravenous drip. She confirmed that she was wearing the pod at the time of the event and that the pod app displayed a high glucose notification. The patient also noted mild redness at the pod site, described as similar to a scratch.